Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material inside the air/water tube and cylinder. In addition, the inside of the light guide lens was stained. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material remained in the air/water tube and cylinder could not be identified. It was unknown whether there had been deviation from the instruction for use during the reprocessing steps. As a result, a definitive root cause could not be established. Based on the results of the investigation, it was presumed that physical stress, caused by hitting or dropping distal end, or chemical stress, from the chemical solution used, caused the adhesive around the light guide lens to peel off, allowing moisture to enter and cause corrosion. As a result, a definitive root cause for the light guide lens was stained could not be determined. The recommended measures to detect and prevent foreign material in the air/water tube and cylinder are outlined in the following instructions for use: the instruction manual states the detection method associated with the event in " tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in " tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". The recommended measures to detect foreign material inside the light guide lens are outlined in the following instructions for use: the instruction manual states the detection method associated with the event in " tjf-q190v operation manual 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.